Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The loading unit was partially fired with the interlock engaged. Staple pushers were visible at the 5.5cm cut line indicating the point where the handle compression had stopped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied on the stomach during a laparoscopic radical gastrectomy procedure for gastric cancer, there was a poor staple formation and the staple line was incomplete in the distal part. They hand sewn to fix the staple line. They changed a new device to resolve the issue in order to complete the case. There was no patient injury.